Event description:
It was reported that the customer had cracks around the display window. No additional information provided.

Manufacturer narrative:
Findings: pump received with scratched display window, cracked display window corner, cracked belt clip slot, cracked reservoir tube lip, cracked reservoir tube.(B)(4).